Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that a no disposable, pump won't run alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complaint returned unit was visually inspected under normal conditions of illumination. No damage, kinks, cut, or deformations were observed in the unit returned that could cause the failure mode reported. After functional testing, based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, the complaint was not confirmed. No root cause was determined. No actions were taken, however based on the root cause the mohawk exposure criteria was updated from revision 104 to revision 105. No lot number was provided therefore, a device history record DHR review could not be performed. Also, it was not possible to determine if the action was implemented after or before manufacturing date of sample reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).